Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photos identified an opening. Device patch with lot number 2409130. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for unknown side textured implant exchange and rupture. The device has been explanted. Upon explant, the left side was found ruptured.

Event description:
Healthcare professional reported for unknown side textured implant exchange and rupture. The device has been explanted. Upon explant, the left side was found ruptured.